Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: a review of the pump black box data indicated evidence of short battery life in the form of drastic voltage drops that led to low battery warnings and replace battery alarms. The battery cap secured properly to the pump, and a power loss was not observed. The sleep current draw did not measure within specifications; the short battery life complaint was duplicated. The pump case was removed, and the flex connector of the cgm was not properly connected to the printed circuit board. The sleep current draw returned within specifications when the connector was properly inserted. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Animas will forward the complaint to the relevant manufacturer.